Event description:
It was reported that the end of the probe came off and it delaminated inside the patient during a shoulder arthroscopy. All of the pieces were cleaned out of the patient and the procedure was completed successfully. Another probe was immediately available and it was used to complete the surgery. This occured early in the surgery. To the best of our knowledge, there were no injuries to the patient and no followup surgery should be required.

Manufacturer narrative:
Device has been received and investigation is on-going. Once completed, a follow-up report will be submitted.